Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and the archive data review. The root cause for ua07 error was due to defective load cell modules. The cracked covers and defective load cells were attributed to user mishandling. Unrelated to the reported complaint, during the visual inspection of the returned platform, a cracked top cover, front, and bottom enclosures were observed. Also observed, a stripped pcb support bracket and a worn monolithic plunger. The damaged parts were replaced to address the observed physical damages. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test results confirmed that both load cell modules exceed normal parameters and were replaced to remedy the ua07 error. A review of the archive data showed multiple ua07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. A load cell characterization test was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.